Event description:
The patient stated that they were having a situation with the baclofen pump and ¿it¿s empty¿. The doctor ¿screwed up the prescription¿ to get it refilled. The healthcare professional (hcp) said the patient had to wait until monday to get it refilled. The patient stated they had been having it for over eight years and stated ¿and my legs¿. It was unclear what this had meant. They stated they had ¿like four different medications in there¿. Three of them were pain medications and the other one was anti-seizure. Their hcp wanted them to supplement with oral medications. The patient stated that they ran out of medication ¿about 2 hours ago¿. They reported the pump had been beeping. They stated ¿they messed up two fold¿. The patient stated they put the wrong refill date; that it was supposed to be (B)(6) and they scheduled it for (B)(6) . They stated that they heard the pump beeping over the new year¿s holiday. On the date of the report, the patient stated that they first heard the alarm for ¿over three days now¿. The patient stated they could get the medication tomorrow. They stated that not only did their hcp give them the wrong refill date, but when they reordered the medication it was the wrong formula and that was why they did not deliver it. They stated that the ¿people who mix the drug over in iowa who run the prialt lab could not administer the concentrations with an 80 day turn around¿. They stated that they had to do it ¿40 days turn around¿. The doctor ordered it for an 80 day refill scheduled, but they could not mix the concentrations to go that long with prialt and baclofen so they rejected it and that was why they were in the situation they were in now. The patient stated they were on a really high concentration and they were not getting any more. They were going to have to rely on oral medications which they were really sensitive to. They stated they did not metabolize them well. The patient stated they were told to take oral medications and they were trying to prevent withdrawal and other side effects. The patient stated that they were going to be so messed up inside because of all of ¿these really harsh chemicals¿. They were taking all oral medications including hydromorphone, baclofen, lyrica and ¿all those which they do not normally take¿. The medications infused were hydromorphone, bupivacaine, prialt, and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11161r22, implanted: (B)(6) 2002, product type: catheter. (B)(4).